Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. On (B)(6) 2022., the lens was explanted, and another lal was implanted. The explanted lens was returned to rxsight and is currently undergoing evaluation. Manufacturer reference #: (B)(4).

Event description:
The site reported that a light adjustable lens (lal) has been explanted from the patient due to being tilted and decentered. Rxsight's first awareness of the event was (B)(6) 2022.